Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that an alarm was heard and the device stopped pacing, the device does not have an alarm or a speaker to make noise and there is no start button, the device is either on or off. The device fully passed all test specifications. It was noted that the "low battery" light flashed when the device was powered up with the returned battery. The device was being returned to the customer unrepaired due its length of service. (B)(4).

Event description:
It was reported that while pacing a patient an alarm was heard from the external pulse generator and it stopped pacing. The start button was pressed and the generator resumed pacing. It was further noted that a new battery had been placed in the generator on the day prior to the reported event. It was noted on the return paperwork that the low-battery indicator did not come on per the hospital floor staff but the biomedical engineer ran the device for eight days and on that eighth day the low-battery indicator did come on. The generator was replaced and returned for further evaluation. No patient complications have been reported as a result of this event.-

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.